Event description:
It was reported that during an anterior resection procedure, the device was placed across the upper rectum which had been thinned down and was healthy (the resection was being done for a diverticular stricture at the level of the rectosigmoid junction). The stapler was placed across the rectum and the usual satisfying crunch was heard. The colon was divided using a scalpel. Co then inspected the rectum and could see staples, which had not fired. The left side of the firing was fine and was opposed (heal side of the stapler). The toe end was the problem. The user inserted a sigmoidoscope and insufflated and attained an immediate rush of air. The staples were inspected after plucking a couple of them from the bowel and they were in the u shape - had not bent at all. The procedure was completed by oversewing the stump. The pt was left with a diverting loop ileostomy. The procedure was extended one hour. There was no further consequence to the pt reported.